Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The following physical damage was noted: minor scratched display window, broken reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.

Event description:
The customer reported via phone call that she stood in the water for thirty seconds while wearing her insulin pump; the device then functioned properly for two hours before the device ceased functioning. The patient's blood glucose at the time of incident was 171 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.